Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's blood glucose level read high (>500 mg/dl). When the customer removed the pod, she noticed that the cannula was kinked. The pod was worn for less than a day.